Manufacturer narrative:
The peritoneal inflammation occurred on an unspecified date in late (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with voriconazole (dose, route, duration and frequency were not reported) for treatment. At the time of this report, the patient has recovered from the event. Pd therapy was continued during treatment and was withdrawn at the time of this report. No additional information is available.